Event description:
It was reported that the patient presented symptomatic with palpitations. X-ray confirmed twiddlers syndrome and both atrial and ventricular leads dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly found.